Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: one empty opened foil, a detached needle and a suture of product code sxpp1a401, lot mmk048 were returned for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause is a short insertion.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mmk048 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2019 and barbed suture was used. The needle pull off the suture during first stitch. Another like device was used to complete the procedure. No additional information could be provided. There were no adverse patient consequences reported.